Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level rose to 417 (mg/dl) due to the customer not blousing for food consumed. Reportedly, the customer did not think a bolus was necessary at the time the food was consumed. A correction bolus via the pump was delivered to address bg level and the customer's bg level lowered.